Manufacturer narrative:
(B)(4). It was reported that patient underwent debridement and removal of mesh on (B)(6)2013 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, uterine cystocele and rectocele. It was reported that patient experienced recurrence of stress urinary incontinence and pelvic prolapse and on (B)(6) 2008 was implanted with monarc subfascial hammock, apogee system with intepro lite and perigee system with intepro lite on (B)(6) 2008 concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).